Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a radio frequency failed self test alarm. Customer's blood glucose was 407 mg/dl. Device had alarmed a battery out limit alarm. Device passed the self test. During troubleshooting, found the cannula was bent. Customer will not be returning the device for analysis.